Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - (B)(6). G.1 - reporting office- becton dickinson and company bd biosciences investigation summary: based on the investigation results, the reported issue carryover was not confirmed. Investigation results that were performed on the indicated failure mode were the following: the device history record (DHR) was reviewed and the instrument met all the manufacturing specifications prior to release. The potential cause could not be determined as the fse could not duplicate the issue. Resolution was achieved with the fse verifying that after running both samples and distilled water the equipment did not have drag between sample to sample, and the instrument was left working under bd standards. No erroneous results were reported to the clinician. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: which assay was run? Lst pleural fluid was it obvious that the results were erroneous/could not be trusted? It is not obvious. We are investigated. Is a confirmatory test always performed? I don't know. Were patient samples involved? It just happened in one patient samples. The rest patient samples were fine. Were erroneous results reported to the clinician? The clinician is just asking because is just one patient salple. Were patients treated based on erroneous results? No if yes, was there any negative impact to the patient? At the moment it was just one sample and we don't know if it is carryover. Application team is investigating it. But it is not happened again those days. The clinician didn't complain about more patient samples just one. I did carryover test on the system and I didn't see carryover but I am waiting for application team.

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ carryover between patient samples had occurred. The following information was provided by the initial reporter: which assay was run? Lst pleural fluid. Was it obvious that the results were erroneous/could not be trusted? It is not obvious. We are investigated. Is a confirmatory test always performed? I don't know. Were patient samples involved? It just happened in one patient samples. The rest patient samples were fine. Were erroneous results reported to the clinician? The clinician is just asking because is just one patient sample. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? At the moment it was just one sample and we don't know if it is carryover. Application team is investigating it. But it is not happened again those days. The clinician didn't complain about more patient samples just one. I did carryover test on the system and I didn' t see carryover but I am waiting for application team.